Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that approx one month after the promus stent was implanted in the pt, she experienced increased joint pain described as disabling. The pt has symptoms of muscle weakness including causing trouble while trying to stand up. The pt has also experienced a rash in the mid section and shortness of breath since stent placement. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.